Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. The insulin pump was received with a cracked battery tube thread, cracked belt clip slot, and cracked reservoir tube lip noted.

Event description:
It was reported that the customer's insulin pump was not pumping insulin, and that the customer received an aa35 alarm. During troubleshooting the displacement test failed. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 15 mmol/l. No further information was provided.